Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up arrow keypad button had to be pressed multiple times for a response. The patient denied any damage to the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 01/25/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.